Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The system powered on and booted normally to login screen. There were no hdd or ram errors reported. The device was found to be fully functional. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the issue was being caused by a faulty computer. The computer was replaced which resolved the issue. No further information on computer analysis was reported.

Event description:
A site representative reported that the system became unresponsive. No patient was present during the time of the reported incident. The site was site able to pull the exam but when they went back to the list of patients the screen froze and the site had to reboot.